Event description:
During product servicing by a technician, a flo-gard infusion pump was found to have a damaged safety clamp. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of complaint (B)(4). The safety clamp was damaged by natural wear and tear. To correct the condition, the safety clamp was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a supplemental report will be submitted.